Manufacturer narrative:
Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus and evaluated. The reported problem was confirmed; a blurry image was observed, caused by debris in the optical system. The evaluation found fiber breakage and a cracked lens causing debris underneath the objective window cover glass.

Event description:
The user facility reported to olympus that their device image was foggy. There was no patient injury reported.